Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report has been submitted by the importer under this MDR report number 2429304-2024-00204.

Event description:
It was reported during a diagnostic endobronchial ultrasound bronchoscopy (ebus) there was no ultrasound image. The procedure was prolonged by approximately 40 minutes while the patient was under anesthesia. The condition of the patient was not impacted by the failure nor did it affect the outcome of the procedure. The procedure was not emergent and no medical interventions were required.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out g2. The device was evaluated by olympus. Although there were non-reportable (non-pae) defects noted, there were no reportable (pae) device defects observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that anesthesia was extended due to the abnormal ultrasound image that occurred leading to the delay in the procedure. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.